Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center found the following. There were moisture stains inside the video connector receiver. The video connector cable and the parts on the circuit board were broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. A bad communication occurred because the user did not sufficiently dry the electrical contacts of the scope or there was foreign material inside the device. Accidental failures occurred on the video connector cable and the parts on the circuit board. If significant additional information is received, this report will be supplemented.

Event description:
The user found that error b30 (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The device was returned to olympus repair center. Olympus repair center found that the endoscopic image was not displayed.